Manufacturer narrative:
(B)(4).

Event description:
A MFR's rep reported reading impedances ">10000 ohms" during implant. Two leads had been placed and the health care professional was going to take one lead out and replace it. No pt symptoms were reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.